Manufacturer narrative:
Console serial number (B)(4) was returned to the manufacturer for evaluation. The reported failure, the screen turned black, was verified. Investigation into the cause found a bad cpu module. The cpu module was replaced and the console was found to function within specification. The procedure was converted to a dry needling/open tenotomy. There was no harm, injury or complication to the patient caused by the failure or the convergence to the open procedure.

Event description:
Per the information provided, the console would not prime. The console screen would flicker and then black out. The device was restarted 10 times with the same results each time. The patient had been prepared for surgery when the failure occurred and the doctor opted to convert the surgery to an open tenotomy.